Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) notified via user message that safety disc needed replacement. There was no patient involvement.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and observed the reported issue. The stm noted that the safety disk had been replaced during preventative maintenance (pm) in (B)(6) 2020 and that the safety disk had not been used since the pm was performed. The stm reset he safety disk timer then performed pm service including all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
N/a.